Event description:
Customer reporting having 2 false positive sars results when testing over the last 11 weeks. Customer states some of the results were confirmed negative by other brand rapid antigen tests and/or pcr. Report 2 of 2

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.